Manufacturer narrative:
The subject unit was returned to the service center for evaluation for the reported e116 error. The evaluation was unable to confirm the reported e116 error as the device functioned appropriately. The external housing chassis had slight deformation and damaged heat spacer. The device has had no previous repair records; purchased on march 28, 2016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reportedly encountered an"e116 otv error" with the visera 4k ultra high definition camera control unit during preparation for use. The unit will be returned for service. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e116 is a ccu malfunction (image not displayed normally, communication repeat)the probable cause of the reported event e116 error is due to a gpu malfunction. To resolve, - check to see if fan harness is off, replace/clean the cpu fan - replace/clean the gpu - replace defect parts on the power switch, dimm, gpu, cpu, and/or mb. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates to confirm that the ventilation grills on the right side, left side, and the rear panels of the camera control unit are not covered with dust or other materials. The legal manufacturer will continue to monitor the field performance of this device.